Manufacturer narrative:
Product ID (B)(4) serial# (B)(4): product type catheter: product ID (B)(4) serial# (B)(4): product type catheter: product ID (B)(4) serial# (B)(4): product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 15 mg/ml dilaudid at 4.961mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the expected reservoir volume was less than the actual reservoir volume and the patient had increased pain. It was reported that the patient fell in (B)(6) of 2017 and that may have contributed to the volume discrepancies. It was reported that the patient would be scheduled for a dye study. The patient presented to the doctor's office for refill on (B)(6) 2018 and complained of increased pain in the last 6-8 months. The expected reservoir volume was 4.8ml, but the actual residual volume was 25ml. Previously on (B)(6) 2018 when the patient was there for a refill, the expected reservoir volume was 7.4ml and the actual volume was 17ml. On (B)(6) 2017 when the patient went for a refill, the expected reservoir volume was 4.3ml and the actual volume was 15ml. It was reported the issue was not resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8784 serial# (B)(4) product type catheter product ID 8781 serial# (B)(4) product type catheter product ID 8784 serial# (B)(4) product type catheter. If information is provided in the future, a supplemental report will be issued.